Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient presented to the ed (emergency department) on (B)(6) 2017 with overdose/respiratory depression and impaired kidney function. A manufacturer¿s representative was contacted then to supply a physician programmer to the hcp. Per the hcp, the pump could not be interrogated/programmed to stopped pump or minimum rate mode until monday. On (B)(6) 2017 the patient experienced multiple episodes of the above symptoms. Narcan was administered, but the patient continued to experience the symptoms. As of (B)(6) 2017, the patient was on a narcan drip and the hcp was trying to obtain a physician programmer. Per the hcp, the pump was recently checked and everything was okay at that time. No further patient complications have been reported as a result of this event.